Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Customer did not provide bg values. Reportedly, the customer changed the type of infusion set and infusion set site and bg levels began stabilizing. The reported issue was due to the infusion set. Infusion set information was not provided.